Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("unrelenting menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. G207548-inv, g207648-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included bloating, ovarian cyst and irregular menstruation. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("loss of libido"), mood swings ("psychological or psychiatric problems condition: mood swing"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition:headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), ovarian cyst ("ovarian cyst on us; spontaneously resolved/not found at surgery"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tinging"), abdominal distension ("severe bloating") and hypoglycaemia ("paresthesia hypoglycemia"). The patient was treated with medroxyprogesterone (depo provera), insulin, labetalol, insulin (humalog [insulin]), surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)) and surgery (novasure procedure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hot flush, night sweats, loss of libido, mood swings, migraine, headache, feeling abnormal, hypoaesthesia, paraesthesia, abdominal distension and hypoglycaemia outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal distension, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, hypoglycaemia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia, pelvic pain". Lot numbers reported 207548, g207548 and g207648 are invalid. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("unrelenting menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. G207548-inv, g207648-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, gravida and parity 4. Concurrent conditions included bloating, ovarian cyst and irregular menstruation. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("loss of libido"), mood swings ("psychological or psychiatric problems condition: mood swing"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition:headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), ovarian cyst ("ovarian cyst on us; spontaneously resolved/not found at surgery"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tinging"), abdominal distension ("severe bloating"), hypoglycaemia ("paresthesia hypoglycemia") and confusional state ("neurological conditions or problems: confusion"). The patient was treated with medroxyprogesterone (depo provera), insulin, labetalol, insulin (humalog [insulin]), surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)) and surgery (novasure procedure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hot flush, night sweats, loss of libido, mood swings, migraine, headache, feeling abnormal, hypoaesthesia, paraesthesia, abdominal distension, hypoglycaemia and confusional state outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal distension, confusional state, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, hypoglycaemia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not experience any complications of her unintended pregnancy or delivery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia, pelvic pain". Lot numbers reported 207548, g207548and g207648 are invalid . Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Historical condition added. Following event: neurological conditions or problems: confusion. Lab data added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("unrelenting menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. G207548, g207648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included bloating, ovarian cyst and irregular menstruation. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("loss of libido"), mood swings ("psychological or psychiatric problems condition: mood swing"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition:headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), ovarian cyst ("ovarian cyst on us; spontaneously resolved/not found at surgery"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tinging"), abdominal distension ("severe bloating") and hypoglycaemia ("paresthesia hypoglycemia"). The patient was treated with medroxyprogesterone (depo provera), insulin, labetalol, insulin (humalog [insulin]), surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)) and surgery (novasure procedure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hot flush, night sweats, loss of libido, mood swings, migraine, headache, feeling abnormal, hypoaesthesia, paraesthesia, abdominal distension and hypoglycaemia outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal distension, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, hypoglycaemia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia, pelvic pain" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, other relevant history and lot number updated. Events: hot flashes, night sweat, loss of libido,psychological or psychiatric problems condition: mood swing,psychological or psychiatric problems condition: migraine, psychological or psychiatric problems condition: headache, feeling abnormal, ovarian cyst, hypoaesthesia, paraaesthesia, abdominal distension, hypoglycemia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menometrorrhagia ("unrelenting menometrorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. G207548-inv, g207648-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included bloating, ovarian cyst and irregular menstruation. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), loss of libido ("loss of libido"), mood swings ("psychological or psychiatric problems condition: mood swing"), migraine ("psychological or psychiatric problems condition: migraines"), headache ("psychological or psychiatric problems condition:headaches"), feeling abnormal ("neurological conditions or problems type: brain fog"), ovarian cyst ("ovarian cyst on us; spontaneously resolved/not found at surgery"), hypoaesthesia ("numbness in extremities"), paraesthesia ("tinging"), abdominal distension ("severe bloating") and hypoglycaemia ("paresthesia hypoglycemia"). The patient was treated with medroxyprogesterone (depo provera), insulin, labetalol, insulin (humalog [insulin]), surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)) and surgery (novasure procedure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, menorrhagia, vaginal haemorrhage, hot flush, night sweats, loss of libido, mood swings, migraine, headache, feeling abnormal, hypoaesthesia, paraesthesia, abdominal distension and hypoglycaemia outcome was unknown and the ovarian cyst had resolved. The reporter considered abdominal distension, feeling abnormal, genital haemorrhage, headache, hot flush, hypoaesthesia, hypoglycaemia, loss of libido, menometrorrhagia, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- menorrhagia, pelvic pain." Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menometrorrhagia ("unrelenting menometrorrhagia") in a female patient who had essure (batch no. 207548) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (novasure procedure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered menometrorrhagia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient demographics, date of insertion (B)(6) 2015, date of removal (B)(6) 2015, essure lot number 207548, events (abnormal bleeding (vaginal, menorrhagia), pain, menometrorrhagia) were added. Events medical device removal and device complication were deleted since more specific information was provided. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.